Event description:
Consumer stated "one of the pads came off of the ready to wear night guard after one use." Explained to consumer that the product had been discontinued. She no longer had the guard to send back.